Event description:
Repair center alleged the unit has low o2/yellow light and the tubing has a worn hole.per independent repair statement the unit low o2/yellow light. Key failure was the tubing was worn and had a hole in it. Additional malfunctions were the hose clamps and tie wraps were defective and the muffler had a cracked housing/barb.